Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, the reported pvl is related to patient anatomy (severe calcification from annulus to lvot). The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024. Pre-dilation was performed with a 18mm non-abbott balloon. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The patient had severe calcification from the annulus to the left ventricle outflow tract (lvot) which caused a moderate perivalvular leak. Post-dilation was performed with a 20mm non-abbott balloon and the leak was reduced to mild-moderate. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. On (B)(6) 2024 the leak was observed as mild. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.